Event description:
Middle-aged male patient developed pleural effusion and pneumothorax requiring bedside placement of a left-sided pigtail pleural catheter using modified seldinger technique. The inserting provider reportedly encountered slight resistance when removing the guidewire after the catheter was advanced, but visually inspected the wire upon removal and believed it to be intact. A chest x-ray taken immediately post-insertion appeared to be negative for a retained foreign body. Serial daily chest x-rays were obtained, and also appeared negative for a retained foreign body until approx. 4 days post-insertion, when the reading was suspicious for a retained wire. The pleural catheter was removed, and a retained guidewire fragment was noted. The catheter was easily removed but the guidewire fragment initially remained lodged in the patient's chest wall. Ultimately, the guidewire fragment was removed without harm to the patient and a subsequent chest x-ray confirmed there was no additional guidewire remaining. A post-event review developed the following recommendations: update ifus to denote risk for guidewire fracture, particular when resistance is met during guidewire removal; submit FDA medsun report to raise awareness of risk for this device complication and that a retained guidewire fragment may not be visible on initial chest x-rays.